Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The complaint has been confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a failed image sensor. No containment or corrective actions are recommended at this time.

Event description:
It was reported the camera head lens was not receiving signal, there was a connection error, however, there was no loss of visualization. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit was not displaying a live video image, just color bars, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.